Manufacturer narrative:
Sample is serum collected in a sst tube and centrifuged for ten (10) minutes at 3500 rpm. Prior to repeat testing the customer re-spun the samples within the primary collections tubes. Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(4) 2011 and met specifications. A bci field service engineer (fse) was dispatched on (B)(4) 2011 and performed a preventive maintenance (pm) on the instrument. The fse also performed verification testing and all met specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining troponin (accutni) results above the acute myocardial infarction (ami) cut-off for two (2) patients' samples, generated by the access 2 immunoassay system. Repeat testing resulted within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.